Manufacturer narrative:
Concomitant product(s): product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
In (B)(6) 2014/(B)(6) 2015, the patient had an abscess that ruptured which resulted in septic poisoning. She ¿almost died because of the septic shock¿. Per the patient, this was because of her pump and she wanted the pump removed. The drug in the pump at the time of the event was not reported; at the time of this report, the pump contained saline. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.